Event description:
It was reported by service report that there was a broken weld on the stretcher, the siderail cannot be locked into place and there are sharp exposed surfaces. No pt involvement or adverse consequences are reported.